Event description:
Treatment of a ruptured pica (posterior inferior cerebellar artery) aneurysm. During advancement of the fifth implant coil, a few of the loops were herniating into the parent artery; therefore, the physician tried to reposition the coil. Upon pulling the implant coil back inside the microcatheter, the implant coil prematurely detached still inside the microcatheter. The physician pushed the detached implant coil out of the microcatheter with the pushwire and it remains in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).